Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:49. During cycle three, the patient's ultrafiltration reading was 1262ml and their largest prescribed fill volume was 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional testing on the device. The device also received an external/internal inspection. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.